Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI: (B)(4).

Event description:
During a remote follow-up non-sustained oversensing was observed possibly due to myopotentials. Device reprogramming was recommended.